Event description:
Additional information was obtained indicating that only the l so lead eroded. As such, surgical intervention took place wherein the system was explanted to address the issue. Investigation was unable to determine which lot was the left lead. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: quattrode, model: 3166, UDI: (B)(4), serial: n/a, batch: 3769877. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads are causing soreness due to erosion. There is no concern of infection. Surgical intervention may take place at a later date.